Event description:
It was reported that during an ablation treatment procedure, vessel perforation occurred. The target lesion was located in the heavily calcified, very challenging right coronary artery (rca). The physician advanced a 1.75mm rotalink burr to the lesion, perforation occurred. The procedure was terminated and the patient was sent to surgery. It is noted the physician believes the complications were anatomy related not device related. No further complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event:18 years or older. Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).